Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, heavily calcified, 90% stenosed, mid left anterior descending artery. The 1.5x12 mm trek balloon was delivered and inflated; however, the balloon ruptured on the second inflation at 6 atmospheres (atm). There was no resistance felt during advancement or retraction of the balloon catheter in the patient. A non-abbott balloon catheter was used to predilate the lesion successfully and a xience prime stent was deployed to complete the procedure. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.